Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind and alarm confirmed in history file due to motor encoder signal out of phase. Unable to perform no delivery test or verify battery out limit alarm due to motor error alarm. Unit had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The blood glucose at the time of the incident was 414 mg/dl. The device was returned for analysis.